Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a blank screen was observed; the remaining steps were unable to be performed. The display screen was observed to be cracked. A test display was used to complete testing. The display was clear and legible when tested. Unrelated to the complaint, the audio bolus button (abb) cover was damaged/punctured. Also unrelated to the complaint, a call service (cs) 069 alarm was emitted when the pump was powered on. The pump was unable to recover from the cs69 after reboot. The cs 069 failure was written as cs 087 failure in the black box. A component failure was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).